Manufacturer narrative:
B3: 31aug18. D4: (B)(4) added UDI#. G4: 1jun18. Follow-up #2 the customer's biomedical engineer (biomed) confirmed the frozen touchscreen problem and replaced the defective touchscreen. The unit was put back into service. It is not know if the device was being used for treatment when the reported event occurred, however, no patient harm was reported. The unit/part was not returned to failure investigation (fi) therefore the root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10 the customer's biomedical engineer (biomed) replaced the defective touchscreen. The unit was put back into service. H11 it is not known if the device was being used for treatment when the reported event occurred, however, no patient harm was reported. Contact information is updated.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The caller reported that the unit loses its touchscreen calibration over a period of time. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The customer was advised to replace the touch screen. No parts were replaced.